Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip. Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the sepramesh ip. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with large incisional hernia and obstruction thereby underwent open repair with the implant of sepramesh ip. Per operative notes, ¿there were multiple hernia defects throughout the wound. A sepramesh ip patch was sewn into place with sutures.¿ (B)(6) 2012 and (B)(6) 2015 - patient was diagnosed with abdominal wall abscess thereby underwent incision and drainage of abscess. Per operative notes, ¿there was a burst of salmon coloured purulent creamy fluid and pus was evacuated.¿ (B)(6) 2015 - patient was diagnosed with infected hematoma around abdominal wall mesh thereby underwent debridement. Per operative notes, ¿the sinus tract was excised. It extended slightly inferior and deeper right in front of mesh. Area of hematoma was infected and liquidy seropurulent material came out.¿ (B)(6) 2016 - patient was diagnosed with infected mesh, mesh erosion, fistula thereby underwent open repair with the removal of mesh. Per operative notes, ¿adhesions between the mesh and the omentum and small intestine on the left side of the abdomen were taken down. The mesh anchored with sutures was found. The complete mesh was removed from the left side. There was an area where small intestine was densely adherent to the mesh was dissected, and the mesh had eroded into the lumen of the small intestine, and infected. The small intestinal defect was debrided and closed with suture.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, fistulae, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol sepramesh ip device used to treat the patient. The patient's attorney did not allege a specific device failure. The patient's attorney alleges unspecified injuries; however, no details have been provided regarding the nature of the injury. No medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 years 10 months post implant of sepramesh ip, patient was diagnosed with infection, erosion, fistula, abscess, hematoma, purulent discharge, adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, erosion, fistula, hematoma and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.